Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india private limited (omsi). Omsc checked the device history record of the subject device, there was no irregularity found. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2021-14784 to correct the date of g3 for the initial report. Olympus medical systems india private limited (omsi) reported that the date of g3 for the initial report was november 2, 2021, not november 1, 2021.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and confirmed the reported phenomenon, and also found that the camera head was cracked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the subject device at the service department of olympus medical systems (B)(4), it was found that rust had occurred on the shaft of the coupler. The occurrence date of event is unknown. There was no report of patient injury associated with the event.